Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider is alleging the forks bottom nut that holds the bolt came out and allowed the fork to become uncontrollable and the end user ran into something and broke the frame on the chair.